Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal delivery. The customer would change the supplies after the alarm. The customer's blood glucose (bg) level was in the low 300s mg/dl and a bolus via the pump was used to address the bg level. A cause for the past occlusions was unable to be determined. Tandem technical support had the customer perform a system check using the current supplies and the insulin appeared to be "gel" like. The customer indicated that the supplies on the pump would be changed.